Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 8x080 smart self-expanding stent (ses) released and partially opened poorly in the body. This resulted in the patient being re-ballooned and re-dilated to access another stent. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Event description:
As reported, the 8x080 smart self-expanding stent (ses) released and partially opened poorly in the body. This resulted in the patient being re-ballooned and re-dilated to access another stent. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to be clearly visible with a black dotted pattern on a grey background. The product was inspected and prepped according to the IFU. No abnormalities were noted with the stent delivery system prior to use. When removed from the tray, the stent remained constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve. The tuohy borst valve was in the locked position after opening the package. No difficulty was encountered flushing the stopcock or the sds. The target lesion vessel diameter was 8 mm, with an incomplete occlusion of the femoral artery. The lesion was moderately calcified, and there was no vessel tortuosity. The percentage of stenosis was 50%. The smart locking pin was in place during advancement toward the lesion and was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart sds was held flat and straight outside the patient, as instructed in the IFU. No unusual force was applied during stent deployment, and there was no difficulty or resistance during the deployment process. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 8x080 smart self-expanding stent (ses) released and partially opened poorly in the body. This resulted in the patient being re-ballooned and re-dilated to access another stent. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to be clearly visible with a black dotted pattern on a grey background. The product was inspected and prepped according to the IFU. No abnormalities were noted with the stent delivery system prior to use. When removed from the tray, the stent remained constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve. The tuohy borst valve was in the locked position after opening the package. No difficulty was encountered flushing the stopcock or the sds. The target lesion vessel diameter was 8 mm, with an incomplete occlusion of the femoral artery. The lesion was moderately calcified, and there was no vessel tortuosity. The percentage of stenosis was 50%. The smart locking pin was in place during advancement toward the lesion and was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart sds was held flat and straight outside the patient, as instructed in the IFU. No unusual force was applied during stent deployment, and there was no difficulty or resistance during the deployment process. The device was returned for evaluation. A non-sterile ¿pkg assy 8x080 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. Two kinks were observed located at approximately 64 and 110 cm from the distal tip. However, when reviewing the manage sample image, the damage is not seen. Therefore, the damage occurred after the device was returned and is most likely a result of decontamination and/or shipping. The device was received with the stent fully deployed and the stent was not returned for analysis. No other outstanding details were observed on the inspected device. Note. A guide wire was inserted to prevent further damage to the device due to handling during the evaluation. The event ¿stent - incomplete expansion¿ could not be verified due to the nature of the event as this cannot be replicated in the lab setting; additionally, no procedural films were provided. Therefore, the exact causes cannot be conclusively determined. Calcified lesions can prevent the stent from fully expanding. The rigid nature of calcified plaques can resist the outward force exerted by the stent, therefore impeding proper expansion. Improper lesion preparation can also affect stent expansion as pre-dilation helps to prepare the lesion site by creating enough space for the stent to expand. Based on the information available for review it is difficult to ascertain a root cause for the event reported; however, vessel characteristics and procedural factors were likely contributing factors as the lesion was moderately calcified with 50% stenosis. It is unclear why the stent did not appose the vessel wall as no anomalies were found on the returned delivery system. According to the instructions for use, which is not intended as a mitigation of risk, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.